Event description:
About an hour after flushing the 2 lumens of a power hickman with a heparin lock flush, 100 units/ml usp for each lumen, the pt who had been feeling very well had the sudden onset of rigors with a low temperature of 96.5. After about 15 minutes of rigors, chest pain behind the breastbone ensued. The pt was transported to the emergency room by ambulance. Within 45 minutes his temperature had risen to 103.5, his heart rate was 150. His blood pressure then ended up being very low for a good portion of a day going as low as 72 over 27. His temperature went up to 104. The 2 blood cultures done 2 days apart grew nothing. The chest CT scan, 2 chest x-rays, and abdominal/pelvic CT scan showed no reason for this reaction. Also vomiting began within 12 hrs and recurred daily for 5 days in spite of anti-nausea medicines. The pt had not had any vomiting for a week and a half prior to this episode. The heparin used was #51-001-bb expiration date 01/01/2010 from syrex company and #16-004-ds expiration date 01/10/2010 from another co. We still have the syringes used with a small residue of the heparin and the cap on each. We also have some unused syringes. Dose or amount: #1 3 ml, #2 3 ml, frequency: daily, route: other. Dates of use: 2008. Diagnosis or reason for use: to flush lumens of power hickman, so there would be no.